Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found a very high number of "high alarm displayed: downstream occlusion" reports, which point to a faulty downstream occlusion (dso) sensor. The pump was tested for flow accuracy and failed (overdose). The expulsor and dso sensor were replaced.

Event description:
It was reported that the device was returned for repair. There was unknown patient involvement. Analysis of the device found over-infusion and a faulty downstream occlusion sensor.